Manufacturer narrative:
Additional narrative: date of event is an unknown date in 2022. Reporter is a synthes employee. Part: 399.99. Lot: a7ea02. Manufacturing site: (B)(4). Release to warehouse date: week 02, 1995 a review of the device history records is not possible, the DHR is no longer available due to the age of the instrument (over 27 years old). The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the reduction forceps with serrated jaw-ratchet 144mm was found to be broken from one of the serrated jaws, fragment was not returned. A dimensional inspection for the reduction forceps with serrated jaw-ratchet 144mm was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the reduction forceps with serrated jaw-ratchet 144mm would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed the following drawings reflecting the current and manufactured revisions were reviewed: - reduction forceps with serrated jaw device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during inspection of back up instruments on an unknown date, the depth gauge for 2.0mm and 2.4mm screws had a loose needle, two handle with mini quick coupling had issues locking driver shaft, two hold-sl ø2 f/compression/distraction dev did not lock wires, compression/distraction instrument turn knob kept popping off, comp/distraction instr for ulna osteo had a wire stuck inside the device, and a t-handle with quick coupling had a conical extraction screw stuck inside. There was no hospital involvement. Upon manufacturer investigation, it was determined that a reduction forceps was found to be broken from one of the serrated jaws. This report is for a reduction forceps with serrated jaw-ratchet 144mm. This is report 7 of 7 for (B)(4).